Event description:
It was reported the patient had less balance, more dysarthria and dysphagia with less control of superior limbs. Actions required due to the event included patient hospitalization and turning the stimulator off. Per patient request they stopped the stimulator and ended the protocol. The physician believed the objective assessment was unchanged. It was also noted it had not improved the patient¿s dystonia. The patient was to be re-examined at a later date. The patient¿s drug treatment remained the same. The event was likely related to the stimulator. If additional information is received on further action and intervention the file will be re-evaluated. Refer to manufacturer report # 9614453-2015-00025 the patient has multiple systems implanted and it was not clear which system pertained to the event.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).